Event description:
It was reported that the patient collapsed. Device interrogation revealed ventricular loss of capture with slow underlying rhythm, high pacing threshold and high impedance. Sensing was acceptable. Prior to this event all lead diagnostics had been within acceptable limits. A lead fracture was suspected. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).